Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist to cease treatment. In the letter the dentist stated they have compared patient's previous alignment with the current alignment using the aligners and there is a 2.5mm overjet and no anterior occlusion as compared to their occlusion.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.